Manufacturer narrative:
After further review of additional information received sections have been updated accordingly. It was reported that the patient pack's clip broke as soon it was open. The carrying case was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Failure analysis of the returned device revealed that the carrying case failed visual inspection due to a fractured clip. This affected the ability to adequately secure and carry the system. The most likely root cause of the reported event can be attributed to an applied external force on the clip and/or a manufacturing issue, causing the clip to fracture. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient carrying case is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only manufacturer supplied components with their manufacturer system. Users are instructed that the carrying case can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warned to not used a clothes dryer and to make sure that the carrying case is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device not returned.

Event description:
It was reported that at the time of the implant procedure a clip on the strap of the patient pack broke after opening the box. The bag was exchanged. No patient complications have been reported as a result of this event.